Manufacturer narrative:
(B)(4). Customer provided cuvette lots lik3h454 and jik3h386. Method: actual device not evaluated. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no eval performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.

Event description:
Pt self-tester reports inconsistent results with the protime microcoagulation system. On (B)(6) 2012, protime test generated inr 3.7 and retest at clinic the next day generated inr 2.3. Customer f/u on (B)(6) 2012 reports test performed at physician's office generated inr 3.2 and on the same day protime test generated inr 1.2. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.